Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 01-jul-2025. Investigation summary : bd received one sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for sleeve side piercing/recovery was observed the device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: sleeve side piercing/recovery based on customer sample analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapter, the sleeve did not return properly resulting in sample leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D4. Medical device expiration date: unknown. E1. Initial reporter facility name: (B)(6) health management center. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapter, the sleeve did not return properly resulting in sample leakage. No adverse impact was reported regarding the patient or user.